Manufacturer narrative:
A field service engineer was dispatched on 2/25/2016. During the investigation the fse found the waste tubing clogged up on waste pump fitting. The fse replaced and bleach waste flow path. No further action required from field service. The most probable cause of the reported event was a fault or failure of the waste system, the waste tubing clogged up. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported vacuum issues with their aia 600ii analyzer. The customer is unable to run pth, e2, fsh and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event,which resulted in delayed reporting pth, e2, fsh and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.